Event description:
It was reported that the right ventricular (rv) lead was dislodged. During lead revision, decreased sensing was observed on the rv lead after repositioning. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The measured helix extension length was within specification. The reported event of r-wave amplitude variation was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.